Manufacturer narrative:
The reported events of inability to interrogate, unable to read device measurements, and output anomalies were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Testing of the hybrid circuitry indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-12502. It was reported that the patient presented in clinic for a follow-up. The pacemaker could not be interrogated. The right ventricular (rv) lead also exhibited fluctuating capture thresholds. Loss of capture was noted on the pacemaker and the rv lead. During this procedure on (B)(6) 2020 the pacemaker was explanted and replaced and the rv lead was capped and replaced. The patient was stable.